Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for hub collar separation with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA #(B)(4). The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that the needle detached from hub prior to use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: it was reported that the eclipse needle broke from the hub.